Event description:
The dealer stated the unit has the yellow light staying on. The dealer did not provide any additional details. He did not provided hours, how the unit was being used or patient details.